Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the myocardium. Echocardiography showed no pericardial effusion and there were no hemodynamic changes. The lead was implanted successfully in the right ventricular apical position. The patient was asymptomatic.